Event description:
On (B)(6) 2009, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, the patient was implanted with an aortic extender component to treat the type I endoleak. The endoleak resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device involved: pxt281414/(B)(4).